Manufacturer narrative:
Films were supplied for review which found: isthmic grade 2 spondylolisthesis noted at l5/s1. Tsrh system is seen postoperatively reducing the spondylolisthesis to an anatomic position. L5 screws are long and were likely designed to be bicortical. Subsequent films show failure of both l5 screws and return of deformity to a grad 2 spondylolisthesis. Of note, s1 screws appear undersized and no interbody support (cage or spacer) was added. One l5 screw tore out of vertebral body and the other disassociated with rod. If no interbody device is used construct should extend to l4. With loss of l5 purchase this becomes necessary anyway.

Event description:
It was reported that the patient underwent a posterior lumbar reduction and decompression surgical procedure to treat spondylolisthesis at l5 after suffering with lumbosacral pain for 2 years and left lower limb radioactivity pain for half a year. Eleven days post op it was found on x-ray that a screw was loose on the connector and reduction was lost. The patient will undergo a revision surgery in which l4 will be added to the construct for fusion. No other complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.